Event description:
It was reported that following an ablation procedure, four (4) patients experienced focal motor weakness. Out of the 4 patients, 3 of them required inpatient rehabilitation stays to regain function prior to discharging home. There were no further patient complications reported in relation to this event.